Manufacturer narrative:
Siemens has completed an investigation of the reported event. Our experts analyzed the images generated during the patients' examination. No hardware or software problem was found which would explain the reported burns of the patient. The system was checked by the cse and found to be operating within specification. The complete examination of the patient's spine lasted 43.9 min with an active scanning time of 35 min. No abnormality was found which would indicate a system malfunction. With the fifth measurement the first level (fl) operating mode was used. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 78% of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 72.2 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33) but in clinical use is a comparatively high energy dose. The location of the second degree burn on the inside of both thighs is a typical indication of an rf current loop (skin to skin contact) as described in the magnetom symphony a tim system operating manual syngo mr b15 (pages a.2-10 - 11/17). It can be seen in some of the provided images that the inside of the thighs had touched each other for a long time. The root cause for the redness is the formation of the mentioned loop in combination with relative intense rf exposure at first level operating mode. It is recommended to follow the instructions given in the operator manual regarding correct patient positioning in order to avoid such incidents in the future. Always position the patient so that the patient's extremities are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). Ensure that the minimum distance of 5 mm is maintained between the patient and tunnel cover by using adequate positioning aids.

Manufacturer narrative:
Exemption number e2017014. (B)(4). The system was checked by a siemens service engineer and found to be operating within specification. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a patient suffered an injury during examination on the magnetom symphony, a tim system . The patient suffered second degree burns to the inside of both thighs. We are unaware of any further impact to the state of health of the patient involved.